Event description:
It was reported that during a rotational atherectomy procedure, a guide wire tip detachment occurred. The 80% stenosed lesion was located in the severely calcified and mildly tortuous left circumflex artery. The rotawire extra support guide wire was distal to the lesion and was behind a previously placed stent strut when the tip broke off. The tip was retrieved with a snare. The procedure was completed with another rotawire and burr, and then by implanting an unspecified stent. The pt's status is reported as "ok".